Event description:
Information received indicates the head section gas springs are not holding properly.

Manufacturer narrative:
The technician replaced the head panel gas springs to repair the stretcher, due to high resistance and the cylinders were very loud.